Event description:
Provider states that the footrest were missing from the box, when they went out to provide the chair to a patient, no damage to the outside of the box. No additional information provided.